Manufacturer narrative:
Device evaluated by MFR: gladiator elite 10.0 x 40, 75 cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon. The balloon could not be inflated due to the presence of solidified medium that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified medium before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole identified approximately 10 mm from the proximal end of the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon pinhole encountered. The target lesion was located in the cephalic arc vein. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, it was noted that the balloon contrast leaked out of the distal part of the balloon. The device was removed and was placed in a saline bowl. Subsequently, the balloon was inflated and it was confirmed that the leaking contrast was from the distal portion. Another 10x40 gladiator balloon catheter was then used to complete the procedure. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon pinhole encountered. The target lesion was located in the cephalic arc vein. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, it was noted that the balloon contrast leaked out of the distal part of the balloon. The device was removed and was placed in a saline bowl. Subsequently, the balloon was inflated and it was confirmed that the leaking contrast was from the distal portion. Another 10x40 gladiator balloon catheter was then used to complete the procedure. There were no patient complications nor injuries reported.